Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n280296013, serial (B)(4), implanted: (B)(6) 2011, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 29-jan-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 50 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to stroke. It was reported that the patient had a routine pump replacement due to the pump's expected end of battery life. During the replacement, the sc connector from the patient's catheter "came apart." It was disconnected at the pin and a new sc connector was attached and reconnected to the new pump. There were no environmental, external or patient factors which may have led or contributed to the issue. No diagnostics or troubleshooting steps were performed. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable catheter (B)(4) found difficulty with the sc connector led to explant. If information is provided in the future, a supplemental report will be issued.